Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a blank display issue. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump would turn off without warning even after a new battery was used. Customer experienced high blood glucose events and treated with manual injection. Customer's parent declined troubleshooting and stated that they would like an insulin pump replacement. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No blank display anomalies noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. Monitored for more than a week with no pump error 24 alarms, power error 25 alarms noted during testing or in the pump trace download. No unexpected low battery anomalies, low battery alerts, replace battery alerts or replace battery now alarms noted during testing. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked case next to belt clip rail corner, stained serial number label, peeling end cap address label and slight corrosion in battery tube.